Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a missing segments issue. The pt indicated that the alleged meter issue started on two days earlier, during the morning time. While speaking to the customer care advocate (cca), the pt mentioned that his doctor had advised him to increase his insulin a little each day if his blood glucose levels were up. The pt said that he was guessing as to what his meter readings were with missing segments. On an unspecified date/time after the reported issue began, the pt developed symptoms of having a dry mouth. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what his last successful blood glucose reading was without missing segments, and what date/time the symptoms actually started. In addition, it would have been helpful to know how the pt took his medications during the time of concern, when the pt was given advice by his doctor to increase his insulin dosages, and what actions the pt took in response to developing the symptoms. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt alleged he developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.